Event description:
Pt underwent ICD implantation on 8/4/92 using co epicardial leads and generator. Pt recently experienced multiple ICD shocks, some of which were shown to be inappropriate with intracardiac stored electrograms showing wide variations in detection cycle length. Manipulation of the ICD in the generator pocket reproduced electrical aftifacts sensed by the device. Pt was therefore referred for ICD system revision to look for sensing lead defects. The existing ICD was explanted and the lead disconnected and tested separately. The y-adaptor of the rate sensing lead had three separate areas of erosion in its insulation close to the yoke of the adaptor lead, testing of the rate sensing leads via the adaptor revealed a drop in impedence from 473 to 273 ohms when the adaptor portion of the lead system was wrapped in saline soaked gauze. This suggested that the erosions were responsible for insulation defects. Following removal of the adaptor, the rate sensing leads themselves were found to be intact on individual testing. However, to avoid having to use another silicone based adaptor to connect the rate sensing leads to the device, it was decided to insert a new rate sensing lead into the rv apex via the left subclavial vein. This was achieved without difficulty. Both epicardial rate sensing leads were capped and wired in the generator pocket.